Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device has not been returned; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
On august 18, 2008, it was reported to boston scientific corporation that a prolieve thermodilitation rectal temperature monitor (rtm) was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, the rtm reading was not correct. The patient condition is unknown.